Event description:
It was reported that patient met with a manufacturer representative approximately 1 month ago in (B)(6) and was told that one of her leads was fractured. The patient stated that the stimulation is not working and that she is "going crazy in pain." The patient did not fall or experience any trauma associated with the change in therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743 lot# serial# (B)(4), product type: programmer. (B)(4).